Event description:
As the resident was bein gmoved from the bed to the wheelchair, the left leg clip of the sling became undone from the spreader bed. The resident slid onto the bed and bumped her head on the headboard . No injuries reported.